Event description:
Patient was having a heart catheterization via right radial artery. Some tension was encountered upon removal of the sheath, and at the distal portion of the sheath was what appeared to be a portion of the intima of the artery. Also, there was some tissue visible thru the puncture site of the "rra". The patient also sustained some increased bleeding from the puncture site while in post-operative recovery, requiring the patient to stay overnight.